Manufacturer narrative:
The device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. An event of a separation problem was reported. The provided imaging was reviewed by an abbott national product trainer. Based on all available information, the reported separation problem appears to be related to procedural conditions (micro adjustment wheel was not in neutral during deployment). The reported hospitalization was the result of case-specific circumstances. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2024, a 25mm navitor valve was selected for implant using a small flexnav delivery system (ds). The patient's aortic valve angle was 53 degrees. During the procedure, while the device was being deployed, one of the retained tabs wouldn't disengage from the retainer receptacle. The deployment wheel was noted to have been at end of travel. The wire was manipulated, the ds handle was rotated 180 degrees and held for 30 seconds, and the wire was switched out for another. After ten minutes, the tab finally disengaged and the valve was implanted. Upon further inspection of the delivery system the micro adjustment wheel was fully engaged therefore the capsule was partially covering the last tab. The patient remained hemodynamically stable throughout the procedure. There was a delay due to the time it took to separate the tab, but there was no harm to the patient.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.